Event description:
It was reported that the patient presented in hospital. Upon interrogation, increased right ventricular threshold and a fast ventricular rate were noted due to atrial fibrillation. The right ventricular lead was repositioned and an atrioventricular node ablation was performed successfully. The patient's condition was stable after the procedure.